Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures alarm, variable three, alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at keypad assembly. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the insulin pump at the corner of the belt clip rails, cracked battery tube threads, missing serial number label, fading end cap address label, overlay scratched, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The back and left arrow buttons were not responsive. Customer's blood glucose level was 58 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.